Manufacturer narrative:
Device analysis: results indicate device was out of specifications. No conclusion can be drawn. This complaint was initially submitted to FDA via asr report q1 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.

Event description:
It was reported the patient's inflatable penile prosthesis stopped working and an MRI showed empty reservoir. No patient complications were reported in relation to this event. Additional information received indicated the patient had his device replaced.